Event description:
Lap chole - "the jaws failed to close properly leaving unclosed clips on the duct. The clip applier then jammed. They had to open another clip applier."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.